Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to assess water bottle connections. The fse proactively replaced the instrument's main and spare water bottles and checked fluidics line fittings. Siemens healthcare diagnostics is conducting a correction for the immulite 2000 and immulite 2000 xpi immunoassay systems water and liquid waste bottles received starting (B)(4) 2013. Siemens has identified that the water and liquid waste bottle assemblies were manufactured with a quality issue. The smaller diameter opening of both bottles is undersized and/or deformed, preventing the cap from closing or fastening securely to the bottle. Urgent medical device correction (umdc) 2015-03-05 entitled "immulite 2000 and immulite 2000 xpi water and liquid waste bottles issue" was sent to customers in the united states and urgent field safety notice (ufsn) 3022 entitled "immulite 2000 and immulite 2000 xpi water and liquid waste bottles issue" was sent to customers outside the united states in march 2015. The umdc/ufsn describes how to identify a defective bottle and actions to take if a defective bottle is identified.

Event description:
The operator of an immulite 2000 xpi instrument observed "clot detected" errors being produced from the instrument. The operator then discovered that the connection to the deionized water bottle had been detached, causing air to enter the instrument lines. No patient results were reported to the physician(s). The operator properly connected the water bottle, primed the instrument, and repeated patient samples. The issue reoccurred during a different run and patient samples resulted below the assay range. The operator discovered that the connection to the water bottle had become disconnected again. Patient results were not reported to the physician(s) and the samples were repeated once the instrument was operational.